Manufacturer narrative:
Additional information has been requested. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 31mm pericardial mitral valve was explanted after an implant duration of six (6) months due to unknown reason. Another edwards valve of the same model but one size smaller (29mm) was implanted in replacement. No other details were provided.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the root cause of this event was due to patient related factors. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The subject device is not available for evaluation due to infection. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 31mm pericardial mitral valve was explanted after an implant duration of six (6) months and six (6) days due to endocarditis. There was vegetation on one of the leaflets and in the annulus caused by staphylococcus capitis. There was no endocarditis prior to the initial edwards valve implant or any other known precipitating factors that could have contributed to the development of endocarditis. Another edwards valve of the same model but one size smaller (27mm) was implanted in replacement. The patient was doing very well.